Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) candida tropicalis false positive occurred. However it was not detected on gram stain. Patient received treatment. The following information was provided by the initial reporter: patient a had gram positive cocci in clusters seen in the gram stain from the 2 of 2 cultures drawn. The biofire detected staph spp. & c.tropicalis. The doctor received the biofire results. Patient was treated with diflucan. It is unknown if the patient suffered adverse medical consequences from the treatment. Final report- coag negative staph identified in 2 of 2 cultures drawn. 1. What result did the customer obtain from the bd product? C. Tropicalis on biofire. 2. What result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis not detected on biofire.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: catalog: 442023. Batch no.: 3095916. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) candida tropicalis false positive occurred. However it was not detected on gram stain. Patient received treatment. The following information was provided by the initial reporter: patient a had gram positive cocci in clusters seen in the gram stain from the 2 of 2 cultures drawn. The biofire detected staph spp. & c.tropicalis. The doctor received the biofire results. Patient was treated with diflucan. It is unknown if the patient suffered adverse medical consequences from the treatment. Final report- coag negative staph identified in 2 of 2 cultures drawn. 1. What result did the customer obtain from the bd product? C. Tropicalis on biofire. 2. What result was the customer expecting to obtain (if different from the obtained result) c. Tropicalis not detected on biofire.